Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was hospitalized for the event. Treatment for the peritonitis event was not reported. On an unreported date, the patient was discharged from the hospital. The outcome of the peritonitis event was not reported. Dianeal therapy was ongoing. Additional information was not available. This is report 1 of 4 involved in this peritonitis event.